Event description:
The pt reported that he observed a 2.01 and four dashes across the screen of his infusion device. The pt stated that the power pack had been in use 10-11 days before it failed. The pt had another power pack and placed it into his infusion device. The infusion device turned on and ran through the self-test successfully. He stated that this is the first time he has had an issue with the power pack. The pt understands the product recall and has been changing out his power packs every 2 weeks. The pt's blood glucose was not affected. No medical treatment was necessary. The product has been requested for return to be evaluated.